Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: mc1vr01-delsys, (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) implant was normal. Approximately, two and a half hours after implant of the leadless ipg a pericardial effusion manifested. A pericardial drain was performed, and the patient's blood pressure returned to a normal state. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) implant was normal. Approximately, two and a half hours after implant of the leadless ipg a pericardial effusion manifested. It was also reported perforation of patient anatomy occurred. A pericardial drain was performed, and the patient's blood pressure returned to a normal state. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: mc1vr01-delsys. If information is provided in the future, a supplemental report will be issued.